Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes were observed due to far field r-wave oversensing. Technical support suggested reprogramming to resolve the issue. The programming will take place at the patients next follow-up. The patient experienced no adverse health consequences.